Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 501 mg/dl and 142 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.